Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of diabetic ketoacidosis. Per the reporter the pt's blood glucose became elevated, she was nauseous and dry heaving. She was brought to the ER and was admitted with a blood glucose of 497 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.